Event description:
The surgery center reported in / out of an intraocular lens (iol). After cataract extraction, a lens that was completely implanted in a patient's left eye (os) was removed and replaced during the same procedure as the surgeon was concerned with the integrity of the posterior capsule (pc) bag / zonules; therefore, used a 3-piece lens, model za9003 of 16.5 diopter as a replacement. It was confirmed that there was no product quality issue. There was other medical / surgical intervention required: ac tap was performed x2 (1 hour apart) to lower intraocular pressure (iop) as it was slightly elevated; 5% betadine was placed prior to both ac taps, and a drop of moxifloxacin was placed after both pilocarpine 1% 1drop twice a day (bid) os x2 days (to help clear any remaining viscoat). The patient outcome was not provided. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed / replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed / replaced during the same surgery. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that the health effect - clinical code of "1937" was inadvertently not entered in the initial MDR report; therefore, the information has been captured in this supplemental MDR report. The following field was updated accordingly: section h6: health effect - clinical code: 1937 - intraocular pressure increased. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.